Manufacturer narrative:
An event regarding revision due to pain & corrosion involving an unknown stem was reported. The event of corrosion was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who indicated "intra-operatively there was evidence of significant adverse reaction to metal debris within the hip joint. The trunnion of the femoral stem was severely corroded as was the inside of the femoral head. The primary harm involved is reported to be implant wear and corrosion of a tha femoral stem and head leading to revision. Additional medical records were submitted to consulting clinician who indicated that review of pre and post revision xrays do not show gross evidence of loosening, osteolysis or bony destruction. Further information would be required to determine the root cause for this event. This information would include operative reports, surgical implant records from the surgeries, operative pathology reports, outpatient office/clinic notes, implant retrieval." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Review of medical records by a consulting clinician confirmed corrosion on the head and stem and noted "the primary harm involved is reported to be implant wear and corrosion of a tha femoral stem and head leading to revision. Additional medical records were submitted to consulting clinician who indicated that review of pre and post revision xrays do not show gross evidence of loosening, osteolysis or bony destruction." The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, surgical implant records from the surgeries, operative pathology reports, outpatient office/clinic notes, implant retrieval are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It has been reported that a patient underwent a revision of hip. The reporter confirmed that a stryker lfit head was one of the explanted devices. Update: the patient experienced pain which led to the revision. Patient believes there was some ¿adverse reaction to metal particles released by the implant¿. On explant the trunion was noted to be corroded. Update: revision was performed because of the following reasons: "painful impingement, leg length inequality and abnormality of the hip bearing thought to be due to 44mm lfit head and very thin x3 liner."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It has been reported that a patient underwent a revision of hip. The reporter confirmed that a stryker lfit head was one of the explanted devices.